Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had two signal artifact monitor (sam) events on the same day due to noise presenting like minute ventilation (mv) oversensing on all channels. Mv was disabled as a result. During the sam episodes, the right atrial and ventricular channels showed low, out-of-range pace impedance measurements of less than 200 ohms. The sam events appeared to be procedure related, and it was confirmed the patient underwent cryoablation at the time. All lead measurements before and after the procedure were normal. Boston scientific technical services (ts) was contacted, and ts recommended evaluating the leads and to consider turning mv back on. The ICD and lead remain in service. No adverse patient effects were reported.